Manufacturer narrative:
This report is for an unknown tfna lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The x-ray shows the blade has migrated medially into the pelvis and therefore the complaint condition is confirmed. As the implant(s) was not returned, an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a trochanteric fixation nail advanced (tfna) lag screw appeared to have migrated medially through the femoral head and into the pelvis. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: unknown) this report is for an unknown tfna lag screw. This is report 1 of 2 for (B)(4).